Manufacturer narrative:
Initial reporter address: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps leaked iodine. The event was further described as "the set can't fit tightly to mini cap and had iodine leakage." This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.